Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on properly) has been confirmed. Upon investigation the monitor would not fully power on. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was making a loud noise and wasn't fully powering on.